Manufacturer narrative:
A field service engineer (fse) was dispatched who replaced the paper feed switch for the printer. No further action was required by fse. The probable cause of the reported event was due to a fault/failure of the paper feed switch. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016, the customer reported a paper feed issue with their g8 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2016 to address the reported event, which resulted in delay in reporting of patient results hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.